Manufacturer narrative:
Destructive analysis was completed and no new or additional anomalies found during destructive analysis.

Event description:
The pump was returned after explant. The return paper work did not suggest or question a malfunction. No patient symptoms and no patient injury was reported. The pump underwent routine analysis.

Manufacturer narrative:
(B)(4). Interrogation upon receipt indicated that the pump was delivering baclofen . Analysis of the pump revealed overinfusion-undetermined root cause. The pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day).

Manufacturer narrative:
(B)(4)